Event description:
It was reported that the customer was hospitalized after experiencing low blood glucose levels for two days. It was stated that the customer was also experiencing abdominal pain. The customer's blood glucose reading was 112 mg/dl at the time of admission. It was stated that the event may have been due to a possible insulin pump issue. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. During the hospitalization, the customer's blood glucose levels were normal, but once the insulin pump was put back on, the began to drop again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.